Manufacturer narrative:
The pump received with no esc button response due to corroded keypad traces. The pump was unable to perform the self-test, unexpected restart error, displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to no button response. There was no moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage. The customer states the pump was submerged in water. The customer states there was fluid under the lcd screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.